Manufacturer narrative:
The reported issue was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used large arctic gel pad kit present. All four pads were returned. Visual inspection of the pad surface noted no obvious visible defects such as a cut or tear in the foam. Visual inspection of the clear connectors noted no visible chips and deformities at the ends of all connectors. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. According to the test method, the flow rate was found to be acceptable for all returned pads except the right chest pad. (Acceptable range 2.4 l/min. M2). Although the reported event was confirmed, a potential root cause of can be identified for the reported event. A potential root cause of "belt temperatures too low after nip roller and heated section" has been identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." Corrections: d4 (lot#), h5 (labeled for single use). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that therapy was just initiated when the arcticsun device displayed flow rate of 0.0l/min. Per troubleshooting, the pads were disconnected and reconnected, and the flow rate remained at 0l/min. The fluid delivery line was removed and diagnostics were ran. The flow rate increased to 2.1l/min, then would decrease to 1.5l/min. The inlet pressure was in the -9psi range, and the circulation pump command was in the 80% range. The first pad was reconnected and the flow rate increased to 1.1l/min, but decreased back to 0l/min. There was no water noted at the connection sites. The nurse was advised to switch out the pads since they did not have another device. The nurse was called back an hour later with a second set of pads. The flow rate was still 0l/min. She was advised to have the device sent to the biomed. It was then reported by the biomed that the device was received with 5 pads attached. After troubleshooting with the helpline, the flow rate was 0l/min, the inlet pressure was 0 psi, the pump was operating at 100%, and an alert 41 (low internal flow) was displayed. The call was transferred to technical support. The device would be returned for pm service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that therapy was just initiated when the arcticsun device displayed flow rate of 0.0l/min. Per troubleshooting, the pads were disconnected and reconnected, and the flow rate remained at 0l/min. The fluid delivery line was removed and diagnostics were ran. The flow rate increased to 2.1l/min, then would decrease to 1.5l/min. The inlet pressure was in the -9psi range, and the circulation pump command was in the 80% range. The first pad was reconnected and the flow rate increased to 1.1l/min, but decreased back to 0l/min. There was no water noted at the connection sites. The nurse was advised to switch out the pads since they did not have another device. The nurse was called back an hour later with a second set of pads. The flow rate was still 0l/min. She was advised to have the device sent to the biomed. It was then reported by the biomed that the device was received with 5 pads attached. After troubleshooting with the helpline, the flow rate was 0l/min, the inlet pressure was 0 psi, the pump was operating at 100%, and an alert 41 (low internal flow) was displayed. The call was transferred to technical support. The device would be returned for pm service.